Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported output issue. The epg passed all incoming testing with no anomalies observed. Analysis did note that the main seal was pinched. The main seal was reseeded. The device firmware was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not producing an output. The epg was returned for service. There was no patient involvement.